Event description:
It was reported during preventive maintenance that there is a damaged machine head, control bar failure and calibration error. There is no harm or delay reported. Due diligence is complete and there is no additional information available. Upon investigation, there was a damaged withplate.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). G2: foreign country: united kingdom. Review of the most recent repair record determined the machined head and width plate were damaged, the control bar was out of position, and the device was out of calibration. The machined head, control bar, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.